Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
Device 2 of 2. Reference MFR report#1627487-2016-03081. It was reported the patient experienced uncomfortable stimulation in the wrong location with stimulation on. Diagnostic testing revealed normal impedances. Reportedly, reprogramming was attempted to no avail. However, x-rays revealed lead migration. As a result, surgical intervention was undertaken on (B)(6) 2016 during which time the leads were explanted and replaced with new models. The issue is resolved.

Event description:
Device 2 of 2. Reference MFR report #1627487-2016-03081.

Event description:
Device 2 of 2. Reference MFR report #1627487-2016-03081.